Manufacturer narrative:
Inspection of the device found no damage or abnormalities that would cause the cannula to dislodge from the insertion site; a root cause could not be determined. The adhesive pad was not returned with the device; however, inspection of the adhesive welds found that they were normal and that the adhesive pad was once securely attached to the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the patient changed out the pod and gave a manual injection.